Event description:
It was reported that "staple jamming". A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient's status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and w ithout magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The stapler was returned engaged. There were no signs of biological material on the device. The stapler was received with 19 staples left in the cartridge, indicating at least 16 staples were fired by the customer. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fully formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were fired and were able to engage and close into the simulated skin. Resistance was not observed with the trigger. No functional problem was found with the returned sample. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - info not provided" could not be confirmed based upon the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned stapler was able to form and release all remaining staples in the cover block without re-opening. No resistance was observed with the trigger. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "staple jamming". A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient's status is reported as "fine".